Event description:
It was reported that the patient experienced severe pain and swelling on the left side of the spine. The patient felt the metals of the ipg were causing the pain. It was also noted that the patient was not getting an adequate pain relief despite reprogramming attempts and the ipg was not holding a charge. The patient underwent an ipg explant procedure. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2019.